Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other similar complaints reported in the lot number. (B)(4).

Event description:
A surgeon reported that following an intraocular lens (iol) implant procedure, the patient experienced decreased vision. There is a haze inside implant. The patient had a yag laser. Additional information was provided by the surgeon that the patient had a yag posterior capsulotomy years ago. The surgeon thought the haze was in anterior surface but tried to yag it and pitted lens, so she stopped. Further information provided by the surgeon regarding the appearance of the iol is that this was an irregular whorl, more nasally with a tendril extending centrally, the patient was best corrected to 20/40 and had noticed some diminished vision. The haze is rather amorphous. Not solid by any means. Like cigarette smoke but stationery.

Manufacturer narrative:
This supplement is being filed to correct the value to adverse event and product problem. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information was provided that the patient experienced vision distortion and has remained unchanged since discovered. The prognosis is unknown. The patient has been diagnosed with blepharitis.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product evaluation: the product was not returned. The provided photo was reviewed by a company physician. It is a dark field technique slit lamp image of a pseudophakic eye (unable to identify iol model). The image is focused mainly on the iol body. Posterior capsule remnants are observed (apparently secondary to yag capsulotomy), multiple light scattering artifacts/apparently microvacuoles and haze; the last 2 observations appear to be located in the iol body. The microvacuoles are of variable diameter, which cannot be determined accurately based on the image. The customer indicated the use of an unspecified cartridge. Cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. A viscoelastic was indicated which is not qualified for this manufacturer's cartridge. The product investigation could not identify a root cause for the reported complaint. The observations from the image may be compatible a post-surgical of yag laser capsulotomy, iol glistenings and sub-surface nanoglistenings. The manufacturer internal reference number is: (B)(4).